Event description:
It was reported that during a minimally invasive microdiscectomy surgery, the tip of the curette broke. Additional surgery was performed to retrieve the broken tip from the surgical site. There were no patient complications reported with this event.

Manufacturer narrative:
(B)(6). (B)(4). Product was returned. Visually confirmed curette broken near the instrument bend. Fracture surface analysis revealed a fairly flat fracture, with circular material movement, consistent with torsional overload.